Event description:
During a review of the FDA maude database, report number 2649622-2012-04990 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by FDA from medtronic (B)(4) on (B)(6) 2012. The report summary states: "it was reported that the lead fractured and triggered a patient alert. The lead was explanted and was not replaced due to laser extraction complications that ripped a huge hole in the atrium. No further patient complications have been reported as a result of this event."